Event description:
It was reported that prior to starting a davinci s surgical procedure, the customer noted a 'frayed cable' on the pk dissecting forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the grip cable located at the distal idlers was found ot be frayed. The frayed cable sections were sticking out at the wrist. Additional observation not reported by the customer, was the derailment of the grip cable. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.